Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 2 videos and one photo for investigation. The videos and photo were reviewed and the reported defect was observed; the videos and photos show a needle with a locking mechanism that will not stay locked over the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from an unspecified number of devices. No adverse impact was reported regarding the patient or user.